Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, inadequate bone quality/quantity. At time of impression dentist attempted fall torque of abutment screw. Patient had spontaneous pain but after numbed. Dentist was able to torque all the way to 25 with no mobility. Assumed dentist had pinched her gums previously. Implant came out at home 6 weeks later, before final restoration placed.